Manufacturer narrative:
The product reported involved in this event was not returned for evaluation. The product was used during surgery on a patient. Without the product, the root cause cannot be determined.

Event description:
It was reported that after a surgical procedure involving nasopore product, the patient returned to the hospital with alleged toxic shock syndrome it was further reported that the patient required additional medical treatment to address the toxic shock symptoms it was also reported that the patient was treated successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete; device used in patient.

Event description:
It was reported that after a surgical procedure involving nasopore product, the patient returned to the hospital with alleged toxic shock syndrome it was further reported that the patient required additional medical treatment to address the toxic shock symptoms it was also reported that the patient was treated successfully.